Event description:
On october 4, 2005 lifescan received a letter fromt a center for the advacement of patient safety. The letter is titled "medication errors reporting program" and was sent on behalf of a pharmacy. Apparently a pharmacy technician generaed a label for one touch test strips, while the patient had ordered one touch ultra test strips. The patient's caregiver discovered the error or recognized the potential for error. The patient has two meters (one touch ultra & precision). The medication errors reporting (mer) program indicated that the "ndc has to be changed, depending on which meter strips are needed." To prevent recurrences of this error, the pharmacy reported that they would put a note in their computer that the patient owns two meter (ultra & precison). Since the pharmacy requested to remain anonymous, it is unclear if the technician entered the incorrect ndc number. The error did not reach the patient. There was no indication that the patient was harmed as aresult of the error.